Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during vascular anastomosis on a laparoscopic vascular procedure, the needle broke middle. Another thread was used. There was no patient injury.